Manufacturer narrative:
Device evaluated by MFR: a mustang 5.0 x 100, 135cm, batch # 26332933 was received for analysis. Confirmation has been received that the correct device was returned under this complaint and ncpr # (B)(4) is cancelled. The investigator successfully loaded a boston scientific guidewire through the mustang device and removed it without resistance. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang the rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superior vena cava. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, when the balloon was drawn out of the blood vessel, the balloon cavity was dripping blood outward. When it was tested with the pressure pump on the operating table, the balloon was found to be leaking blood and balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superior vena cava. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, when the balloon was drawn out of the blood vessel, the balloon cavity was dripping blood outward. When it was tested with the pressure pump on the operating table, the balloon was found to be leaking blood and balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.